Manufacturer narrative:
Correct b-1 to adverse problem/product problem outcome attributed to ae: select drop down "intervention required" correct b-5: event description "the hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 insulation (silicone) came apart and tip of bipolar no longer worked. Silicone separated from jaw, fell in patient and was retrieved. A replacement device was used to complete the procedure. The hospital did not report any patient effects." Corrected section: h2 to "serious injury" (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Heavy amounts of blood was observed on the harvesting handle. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base, with disconnection at the tip of the hot jaw. The silicone insulation on both the hot and cold jaw was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "peeled jaw" was not confirmed, but was confirmed for the analyzed failure "material twisted/ bent wire". Specific  actions  for  the analyzed failure  mode "material twisted/bent; wire"  are  being  maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 insulation (silicone) came apart and tip of bipolar no longer worked. Silicone separated from jaw, fell in patient and was retrieved. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 insulation came apart and tip of bipolar no longer worked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.